Event description:
Pt is receiving continuous heparin infusion in home infusion environment. Reported that clave cap stuck in the "open" position and appears "pressed in" requiring a cap change. Review of sys indicates pt is using a cadd plus with appropriate tubing which is compatible with the clave cap. New cap was sent. No adverse effect noted.